Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. All parts are with the instrument. Further inspection found a frayed conductor wire at the base of the grip tip. Additionally, the instrument was found to have a frayed conductor wire. No thermal damage was found on the instrument. The complaint regarding the jaws of the instrument did not close properly was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the force bipolar did not close properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. All parts are with the instrument. Further inspection found a frayed conductor wire at the base of the grip tip. Additionally, the instrument was found to have a frayed conductor wire. The electrical conductivity was tested and passed the test. No thermal damage was found on the instrument. The complaint regarding jaws do not close properly was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information..